Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed half height drawers. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station half-height drawers 4.1 and 4.2 had failed and not detected on the bus and failed to recover after a hard reboot. The field service engineer (fse) resolved the issue by reseating the row board cable connections on the drawer controllers and tested for functionality. The system functioned as intended after the field service engineer repaired the device.